Event description:
It was reported that the doctor implanted a total of four anchors, three of which had to be removed due to over tightening which resulted in the suture ripping from the cup.

Manufacturer narrative:
A quantity of three units were implicated in this event. A separate medwatch report will be issued for the other two units. Additional info will be provided once the investigation has been completed.